Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the insulin pump alarmed motor error while they were priming the insulin pump. The insulin pump alarmed no delivery twice after the motor error alarm. The customer was unable to complete the rewind sequence. Customer's blood glucose level was not reported. The device was not returned.